Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation could not determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x38 mm xience alpine stent delivery system (sds) was advanced to the target lesion, however the stent did not deploy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.